Event description:
Customer reports that sensor needle broke and came apart when attaching to serter. Incident happened again while on call with helpline. Customer was advised that two sensors would be replaced. Customer's blood glucose was 115 mg/dl. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected 2 opened and used sensors and performed visual inspection and found both sensors with needle bent inside sensor base. Unable to confirmed customer received sensor in said condition due to customer returning it opened and used.